Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative of a knee replacement arthroplasty, the patient had dehiscence following a fall. Vacuum-assisted closure of wound placement was required.

Event description:
According to the reporter, post-operative of a knee replacement arthroplasty where a running suture technique was employed, the patient had dehiscence following a fall. Vacuum-assisted closure of wound placement was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.